Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the manufacturer. Additional info pertaining to the device(s) referenced in this report was requested. If it becomes available, the eval summary will be submitted a supplemental report.

Event description:
It was reported that, "revised due to implant loosening as per the bone scan. Was motion between implant and bone."